Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: late infection in cemented tka, 3.5 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 06 march 2019: lot 151427: (B)(4) items manufactured and released on 03-jun-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416), lot 152000: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 148392: (B)(4) items manufactured and released on 07-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571), lot 150326: (B)(4) items manufactured and released on 19-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d knee manager on the basis of the received picture: revision surgery after 3 years and a half from primary implantation for loosening of the implant due to infection. From the picture of the explanted sphere implant, some residual cement can be identified on the internal surface of the femoral component. No cement seems to be still adherent to the tibia component. The cement remained adherent to the bone. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. No non-conformity can be revealed on the implant that could have contributed to the event.

Event description:
1st stage revision surgery of gmk sphere after 3 years and 7 months from the primary due to infection resulting in slight loosening of tibial component. No loosening was noted by surgeon on femoral component. All components were revised and the surgery was completed successfully.